Event description:
Device malfunction: clip mislocation. Time of malfunction: after vessel closure. Symptoms/ae: diminished leg pulses, occlusion. It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after arteriotomy closure, diminished pulses of the leg developed. Exploratory surgery revealed that a tine from the clip caught the posterior vessel wall, causing an occlusion that restricted blood flow. The clip was removed and the vessel was surgically patched; restoring complete blood flow. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lost number was not identified; therefore, a device history record review could not be performed.